Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens optic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Lens explanted and exchanged for a longer lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -10.5 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and problem was resolved.